Manufacturer narrative:
The main component of the system and other applicable components are: patient programmer 37743, (B)(4).

Event description:
Additional information was received from the patient. The patient reported pain in her right leg and thought the stimulation was too high. The patient reported they wanted to turn stimulation down but could not. The patient programmer was not working like it was supposed to. The patient stated they tried 2 new sets of batteries but the screen just stays blank. The patient tried both sets of batteries again and the 2nd set worked. The patient was assisted with syncing and turning down stimulation. Patient reported however that stimulation was not on. The patient turned the stimulation back on and tried increasing stimulation again. When the patient pressed the plus key, nothing happened. The voltage stays at 1.80v. The patient later stated that when they pressed the minus key, nothing happened either. No one was with the patient at the time of the call to assist her. The patient was redirected to their healthcare provider. The indication for implant was failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). The patient reports that since the (B)(6) holiday she is having pain on the right side and cannot remember how to adjust the setting. The patient states that she use to have an instructional video but cannot find it. The patient asked since she had implant for so long if it is possible that her device not working anymore. Patient services recommend that the patient's daughter (who usually helps her) call back for assistance in using the patient programmer to adjust settings. It was also reviewed that the patient would need to follow up with their health care provider if they are not receiving therapy. The patient was implanted for failed back surgery syndrome. The patient's daughter called back with additional information. It was reported that the patient was experiencing a lot of pain in her leg and cant remember how to use the patient programmer. The patient did not have the patient programmer with them at the time of the call and was instructed to call back when they do. An instructional dvd and literature was sent out to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.